Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that the remote monitoring system issued a check rv lead alert for this patient. The patient was seen in the clinic for a device check. Interrogation revealed the r-wave amplitude was low at 2.5mv and the threshold measurement was high at 2.3v. Pacing impedance was within normal range at 327 ohms. An x-ray was performed which revealed the rv lead was dislodged. The lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was not going to be returned for analysis.